Event description:
Per ir venogram (filter retrieval) dated (B)(6) 2018, "the topic of the filter as mentioned above was tilted toward and slightly into the wall of the ivc. One of the legs of the ivc filter was fractured. The filter was removed in total. The system was withdrawn with the filter intact. A small focal tear is present within the right-anterior aspect of the ivc which appears to be at least partially contained. This focal tear appears to be within the region of one of the perforated legs. No evidence for thrombus".

Manufacturer narrative:
Additional information event, relevant tests/laboratory data. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, abdominal pain, soreness, tilted, fractured, and embedded catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported abdominal pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported soreness is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
Patient allegedly received an implant on (B)(6) 2004, via the right common femoral vein due to trauma. Patient alleges vena cava perforation. Patient notes and further alleges, "prior to the removal of the ivc filter, the patient suffered abdominal pain and soreness." Per abdominal/pelvic CT (limited), dated (B)(6) 2018, "a potentially retained tertiary leg/strut of the ivc filter along the posterior wall of the ivc, which also appears to have periosteal bone formation about this potentially retained fragment, which is also present of the immediate adjacent vertebral body." Per CT abdomen/pelvis wo contrast, dated (B)(6) 2018, "there is a retained broken leg of the ivc filter along the posterior wall of the ivc."

Manufacturer narrative:
Occupation: non-healthcare professional. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device on (B)(6) 2004. It was reported that "the filter was titled and the apex of the filter was embedded in the right aspect of the inferior vena cava. A modified loop snare was used to access the apex of the filter and a laser sheath was advanced over the filter and engaged. The filter was then able to be retrieved as was the fractured leg. A small focal tear within the right anterior aspect of the ivc was treated with a balloon tamponade." Patient further reports "the filter was tilted, adhered to the ivc wall and at least one of the legs was fractured. The base of the filter extends 2mm beyond the margin of the ivc on the right. The left lateral, anterior and posterior p rings extend beyond the walls of the ivc up to 5mm on the left, 3 to 4mm anteriorly and the posterior prong contacts the l3 anterior vertebral body."